Event description:
It was reported the parkinson¿s disease patient experienced walking difficulty and their ¿whole body felt rigid¿ at the time of report. The patient¿s physician suggested the patient increase the voltage on both sides by 0.5 volts. The patient¿s symptoms improved as a result, however it was ¿unknown¿ whether the patient experienced 50% or greater symptom relief.¿ the patient¿s device was noted to have been first turned on three days prior to report. The patient was ¿well¿ at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was reprogrammed at their hospital seven days prior to follow-up, however the patient still "felt rigid and had walking difficulty."